Event description:
The patient reported that at times the infusion set insertion device does not properly fire. The patient reported the insertion device was laid on its side and the infusion site fired against the wall. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The insertion device was replaced and requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.